Event description:
This device was explanted due to a battery error. No adverse patient events were reported. Should additional information be received, this file will be update.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was interrogated properly. The remaining battery capacity was greater than 60 percent. The pacemakers memory content was inspected. The inspection did not reveal any anomalies, in particular the battery condition as well as the current consumption were normal and as expected. Based on all available device data, the clinical observation resulted most likely from communication disturbances during interrogation on (B)(6) 2024 which led to an erroneous readout of battery data. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. The therapy functionality was fully functional. In conclusion, the clinical observation resulted from communication disturbances during interrogation on (B)(6) 2024, however, the device proved to be fully functional during analysis. There was no indication of a device malfunction.